Event description:
Treatment of an avm (arteriovenous malformation). During onyx injection, it was reported that the physician had a difficult time visualizing the onyx as it came out of the marathon catheter and the catheter became entrapped in the onyx cast. Upon removal, the distal tip of the catheter separated and remained in the patient.same event as MDR# 2029214-2013-00183. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event.(B)(4).